Event description:
Device 3 of 4. Reference: 1627487-2011-04031, 1627487-2011-04032, and 1627487-2011-04034. The patient received his scs system, including ipg on (B)(6) 2009. It was reported that the patient was explanted due to infection on (B)(6) 2011 and the scs system discarded. The infection was noted at the pocket, and the lead incision sites. A culture identified that the infection was (B)(6) and the patient was treated with IV antibiotic therapy. It was reported that the infection had resolved, and the patient would like to be reimplanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.